Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-covid-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive results for two patient¿s samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample when tested and analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested twice and analyzed on the same cobas® liat® system (s/n (B)(4)) that generated sars-cov-2 negative, influenza a negative, influenza b negative results. The patient¿s same sample was repeat tested on a different platform (biofire) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. On (B)(6) 2021 a sars-cov-2 positive, influenza a negative, influenza b negative result was generated for a 2nd patient when tested and analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested twice and analyzed on the same cobas® liat® system (s/n (B)(4)) both repeat test generated sars-cov-2 negative, influenza a negative, influenza b negative results. The patient¿s same sample was repeat tested on a different platform (biofire) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. No harm or injury was indicated. Patients¿ sample were collected using utm citoswab virus collection and transport kits. Unknown if results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two mdrs will be filed one for each sample, as per FDA guidance.

Manufacturer narrative:
Corrected date of event. Corrected retest information for patient 1 in b6. No product issue identified. No related non-conformance identified. Overall, no analyzer issue noted in the data set and no abnormalities in the alleged runs. It is unknown how off label collection material will affect performance. (B)(4).